Event description:
Pt called to report getting error 1 message on their meter. Issue did not resolve with troubleshooting. Pt did not have any symptoms and was able to get a reading of 186 mg/dl on another meter. Customer service replaced the meter.